Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture and seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: seroma-late, capsular contracture baker grade iii.

Event description:
Patient reported left side "seroma, pain, hardening, breast heats up", capsular contracture baker grade iii. Device remains implanted.

Event description:
Patient reported left side "seroma, pain, hardening, breast heats up, and capsular contracture baker grade iii." Patient also reported "lesion" which is not device related. Patient additionally reported "swelling, and recall." Legal representative later reported "seroma-late and the baker grade of the capsular contracture is IV." Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a5a, b5, b6, g1, g2.